Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. The needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: fifth faulty needle from lot # that will not allow liquid or air to pass through.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. The needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: fifth faulty needle from lot # that will not allow liquid or air to pass through.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-sep-2022 h6: investigation summary one sample was provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, sample was connected to a syringe with saline solution. The sample expelled solution with normal flow. A device history record review was completed for provided lot number 2018060. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed.